Event description:
It was reported by the customer that a pyxis medstation es system had a fridge door failure which was unable to open. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reboot the station. A field service engineer troubleshooted and found the helmer not on the bus. So, shut down the station and helmer for a minute and reboot. No further issues were reported. The system functioned as intended.